Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed that evaluation previously serviced the device for the same/similar allegation. Evaluation determined the cause to be failing upstream/ultrasonic sensor. The upstream/ultrasonic sensor was replaced. All required service actions were completed in the last service cycle. The reported condition was verified. The device was found out of specification in relation to the reported air sensor will not reset which was not reproduced during evaluation. A single air in line message was verified through a review of the event history log and found to be caused by a failed upstream/ultrasonic sensor which was replaced to correct this condition. A failing ultrasonic sensor can induce false, and constant, detection of air in the set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the air sensor of a spectrum pump would not reset. There was no patient involvement. No additional information is available.